Event description:
It was reported the patient experienced stimulation in the incorrect location. The patient complained that stimulation is "jumping all over." Reprogramming was able to successfully cover the patient's left hand and arm. However, the patient reports stimulation is present in his right arm when he moves his neck. X-rays were taken and did not reveal any anomalies. The patient has turned the stimulation off because it is uncomfortable. The patient will consult with his physician at a later date as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.